Manufacturer narrative:
The investigation of optical signal issue has been completed. According to device and data analysis the cause of the automated impella controller (aic) issue was a software issue. D9 date device returned to manufacturer added. E4 should have been left blank on manufacturer device report 1220648-2025-25517. G2 report source; foreign was missing from manufacturer device report 1220648-2025-25517.

Event description:
The complainant reported that the aorta position waveform disappeared intermittently during impella support. The automated impella controller was replaced and the issue resolved. There was no noted patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.